Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change out, externalized conductor was observed via review of fluoroscopy. The lead showed no indication of issues. Impedances were all within range and consistent. The pacing and sensing values were appropriate. The physician has decided to leave the lead implanted and will be monitored.